Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Reportedly, the customer will monitor insulin level. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.